Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 09feb2024, a patient presented with grade 3 functional mitral regurgitation (mr), short posterior mitral leaflet (pml), mildly calcified annulus, and a dilated atrium for a mitraclip procedure. Two clips were implanted and the mr was reduced to grade 1. The position of the first clip was medial and the second one was lateral on the valve. The first clip was an xtw and the second one an xt. The patient returned on 14jun2024, for a ablation procedure related to atrial fibrillation. A transesophageal echocardiogram (tee) was performed, and both clips were noted to be detached from the pml with recurrent grade 4 mr. Disease progression had influenced the preexisting anatomy. Per the physician the slda was due to thin leaflets. The slda with the recurrent mr influenced symptoms of atrial fibrillation that required an ablation. The echocardiogram imaging was suboptimal, but no tissue injury was observed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda per the physician is related to thin leaflets and is therefore, related to patient conditions. Atrial fibrillation and mitral valve insufficiency/regurgitation appear to be due to the slda. Atrial fibrillation and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.